Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of the output being out of specification. The device passed testing, with no anomalies found related to the output. The lcd (liquid crystal display) did fail testing and was found to be out of electrical specification, with missing pixels. Both bail covers and the lower case were broken, the upper case was dented, affecting keyboard fit, and the ring cover and ring were missing. The battery contacts were also compressed, both bails bent, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device check, the epg (external pulse generator) output was found to be out of specification. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the epg (external pulse generator) output was out of specification. The epg was returned for repair. No patient complications were reported as a result of this event.